Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. External/internal inspection was performed with no issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history record review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass the low drain volume alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 16:10:55. During night drain cycle one, the patient's ultrafiltration reading was 4302ml, indicating the home patient drained 4302ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.